Event description:
It was reported that the warmer bottom leaked and the leds did not work. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section of device identification is unknown. No information has been provided to date. The device was unpacked, and a visual inspection noted a damaged tank cover and broken light-emitting diodes (led's). Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaks from cracks in the tank cover and the light-emitting diodes (led's) are broken confirming the customer complaint. Root cause is overtightening the tank cover screws and/dropping the device. The broken light-emitting diodes (led's) are broken from forcing the front cover on the device. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 1994 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.